Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone they were hospitalized due to low blood glucose of 29 mg/dl about 10 years ago. Customer stated she was also involved in a car accident and the emergency medical services to her to the hospital. Customer stated the sensor reading was incorrect it was reading 300 mg/dl and she treated with manual injections. She also believed she had issues with the meter as it read 400 mg/dl. No troubleshooting was performed and the customer is not returning the insulin pump for analysis.